Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right ventricular (rv) lead, loss of capture occurred twice for one minute. The patient experienced asystole and cardiopulmonary resuscitation (CPR) was performed. It was noted there was unstable, rising and elevated threshold and rv lead dislodgement. Pacing resumed when left ventricular capture management (lvcm) started but not before patient was successfully externally cardioverted. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.